Event description:
It was reported that, this pacemaker exhibited noisy signals oversensing on the right atrial (ra) and right ventricular (rv) channels. The sensing was reprogrammed, and the patient is not dependent. This device remains in service. No adverse patient effects were reported.